Event description:
The report received from the affiliate indicated that the patient was included in a clinical study named. The information indicated that approximately three (3) months after the index procedure, the pt changed the hospital for follow-up information. Approximately five months after the index procedure, the patient visited the hospital in a follow-up and no abnormalities were observed. When the patient did not visit the hospital for the eight-month follow-up, the other hospital was contacted and confirmed that the pt was found to be deceased at his home approximately seven months after the index procedure. The autopsy was reportedly done by the police and the date of death was reported to be around six (6) months after the index procedure. No details of the autopsy findings were available. The patient was reported to be living on his own and the exact cause of death was unknown. The index procedure was an elective case done by the radial approach. The target lesions were the proximal left anterior descending (lad) coronary artery and the first (1st) diagonal branch. Lesion #1-1: the proximal lad lesion was reported to be: de novo, eccentric, diffusely diseased, a bifurcation lesion, not calcified, not a flexion lesion, 2.05 mm vessel diameter, length 32.26 mm, a 63% stenosis, and type c. The lesion was pre-dilated with a 2.75 x 13 mm balloon at 10 atm/inflation time unknown. A cypher 3.0 x 33 mm stent was implanted at 11 atm for 16-30 sec. The stent was post-dilated with a 3.0 x 15 mm balloon at 16 atm/inflation time unknown. The residual stenosis was 18%. The flow pre and post-procedure was timi 2. Lesion #1-2: the target lesion was the 1st diagonal. The lesion was reported to be: de novo, concentric, tubular, a bifurcation lesion, not calcified, not a flexion lesion, 2.17 mm vessel diameter, 15.85 mm in length, a 46% stenosis, and type b2. The lesion was pre-dilated with a 2.75 x 13 mm balloon at atm/inflation time unknown. A cypher 2.5 x 33 mm stent was implanted at 10 atm for 16-30 sec. The stent was post-dilated with a 2.5 x 20 mm balloon at 12 atm/inflation time unknown. The flow pre and post-procedure was timi 3. The residual stenosis was 14%. Ivus was done. There were no reported procedural complications regarding this implant and the products involved.

Manufacturer narrative:
Please note that device (lot #i0305028) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2007-00586 and # 9616099-2007-00587.